Manufacturer narrative:
H3: product analysis found that visually, there was no damage in the construction of the device. There was contamination on distal portions of the inside diameter of the device and on the outside diameter of the cuff balloon and blue band. Electrically, the resistance of each lead shall be between 1.7 and 3.7 ohms and the actual measurements were 2.4 ohms (blue), 3.5 ohms (blue with clear tubing), 3.4 ohms (red), and 3.4 ohms (red with clear tubing) which all electrodes were in specification. Functionally, for further analysis, the device was connected to a nim system, and the electrode contacts were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode test and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating/bending the tube. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. H6: previous codes b17, c20 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that before the operation, endotracheal tubes failed electrode check. Two endotracheal tubes were tried many times, including adjusting the angle and depth, but none of them worked. The third endotracheal tube was replaced and used normally. Therewas no patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.